Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, intermittent noise was observed on the atrial lead during routine interrogation. The patient was asymptomatic and will be continued to be monitored.